Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - 1997. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Requested but not returned by hospital.

Event description:
It was reported that a patient underwent left total hip arthroplasty in 1997. Subsequently, the patient was revised (B)(6) 2016 due to dislocation. During the procedure the head and liner were removed and replaced.